Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, the pump started beeping. Subsequently, the cassette was changed and the issue was resolved. No patient consequences were reported. No adverse effects were reported.